Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified distal right coronary artery. A 4.00 x 48mm synergy xd drug-eluting stent was advancing to the lesion, however, a hypotube break was observed. The device was removed by carefully withdrawing it from the patient. The procedure was completed with another of same device. There were no patient complications reported.